Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-50. Serial number: (B)(6). Batch/lot number: 7080691. Model/catalog description: artisan lead 50 cm. Unique identifier (UDI)#: (B)(4). Additional suspect medical device component involved in the event: model number/catalog number: sc-4316. Batch/lot number: 37920449. Model/catalog description: clik anchor. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient had drainage at the incision site and the implantable pulse generator (ipg) had surfaced through the incision site. The patient was provided with antibiotics. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were kept by the facility.